Manufacturer narrative:
An event regarding cutting edge reamer weld failure involving an unknown instrument handle was reported. Conclusion: based on the provided information, the instrument handle reported in this investigation did not contribute to the weld failure with the cutting edge reamer and there is no alleged deficiency reported against the handle. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a primary left hip procedure, when surgeon was removing the 49mm reamer from the canal, the cross bars that hold on to the reamer shaft dislodged from the reamer. No adverse consequence or delay in the surgery resulted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary left hip procedure, when surgeon was removing the 49mm reamer from the canal, the cross bars that hold on to the reamer shaft dislodged from the reamer. No adverse consequence or delay in the surgery resulted.